Event description:
Customer reported hearing a popping sound from power cable that had been damaged. No fire or smoke observed. No user or patient harm.

Manufacturer narrative:
(B)(4). Investigation revealed the cable was nearly severed and there was some evidence of thermal discoloration at the location site. Customer interview revealed that the customer was aware of the damaged cable. Customer reports damage was caused by users repeatedly moving the device across the power cable with the wheel casters. The customer reported that they placed a mat over the damaged cable and continued to use it. On the day of the event, the provider stepped on the mat and the underlying power cable causing further damage. Carefusion was then notified of the issue.